Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod packing coils (podj) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the podj partially through its introducer sheath and the podj became stuck; therefore, it was removed. The procedure was completed using new a podj. There was no report of an adverse effect to the patient.